Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a suspected infection due to the presence of redness around their pocket, ulceration and fluid leakage through their sutures. Intervention has been planned for the implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.